Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic record and observed that the event code had been logged. The main keypad was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed main keypad and was able to duplicate the reported issue. Physio found that the shock button is out of tolerance and caused the device to fail 7 out of 10 shocks during testing and the event code to be logged in the device's memory.

Event description:
The customer contacted physio-control to report that an event code is logged in their device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.